Event description:
It was reported that frost on the shaft occurred. Four iceforce 2.1 90 degree needles were used to perform a cryoablation procedure to treat a myofibroblastic sarcoma on the lumbar back. During the freeze cycle, one of the needles developed frost on the shaft, resulting in a skin burn. Gauze was applied to the patient's skin for approximately 30 minutes, and the needle was electrically thawed before removal. Treatment was completed successfully using the three remaining needles. The severity of the skin burn is unknown; however, no post-op care was administered. The patient was referred to a dermatologist for assessment.

Event description:
It was reported that frost on the shaft occurred. Four iceforce 2.1 90 degree needles were used to perform a cryoablation procedure to treat a myofibroblastic sarcoma on the lumbar back. During the freeze cycle, one of the needles developed frost on the shaft, resulting in a skin burn. Gauze was applied to the patient's skin for approximately 30 minutes, and the needle was electrically thawed before removal. Treatment was completed successfully using the three remaining needles. The severity of the skin burn is unknown; however, no post-op care was administered. The patient was referred to a dermatologist for assessment.

Manufacturer narrative:
Adverse event/product problem, outcomes attrib to adv event, impact codes were updated.